Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforated during essure implant") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. 863569, 841530, 12486522) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), dyspareunia ("pain with intercourse"), coital bleeding ("spotting after intercourse"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), urinary tract infection ("urinary tract infections") and pelvic discomfort ("most of the pain has resolved but I still suffer from occasional discomfort where the coils were located."). The patient was treated with surgery (bilateral salpingectomy and d&c, endometrial ablation). At the time of the report, the pelvic pain was resolving and the urinary tract infection had resolved. The outcomes for uterine perforation, genital haemorrhage, dyspareunia, coital bleeding, menstruation irregular, abdominal pain lower and pelvic discomfort were unknown. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage, menstruation irregular, pelvic discomfort, pelvic pain, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: most of the pain has resolved but I still suffer from occasional discomfort where the coils were located. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.912 kg/sqm. Lot number:12486522 manufacturing date:2011/04 expiration date:2014/01. Lot number:841530 manufacturing date:2011/03 expiration date:2014/03. Lot number:863569 manufacturing date:2011/05 expiration date:2014/05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: medical record received : reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforated during essure implant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 863569, 841530, 12486522) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), coital bleeding ("spotting after intercourse"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), urinary tract infection ("urinary tract infections") and pelvic discomfort ("most of the pain has resolved but I still suffer from occasional discomfort where the coils were located."). The patient was treated with surgery (bilateral salpingectomy and d&c, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, coital bleeding, menstruation irregular, abdominal pain lower and pelvic discomfort outcome was unknown, the pelvic pain was resolving and the urinary tract infection had resolved. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage, menstruation irregular, pelvic discomfort, pelvic pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: most of the pain has resolved but I still suffer from occasional discomfort where the coils were located. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Lot number:12486522 manufacturing date:2011/04 expiration date:2014/01 lot number:841530 manufacturing date:2011/03 expiration date:2014/03 lot number:863569 manufacturing date:2011/05 expiration date:2014/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforated during essure implant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 863569, 841530, 12486522) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), coital bleeding ("spotting after intercourse"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), urinary tract infection ("urinary tract infections") and pelvic discomfort ("most of the pain has resolved but I still suffer from occasional discomfort where the coils were located."). The patient was treated with surgery (bilateral salpingectomy and d&c, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, coital bleeding, menstruation irregular, abdominal pain lower and pelvic discomfort outcome was unknown, the pelvic pain was resolving and the urinary tract infection had resolved. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage, menstruation irregular, pelvic discomfort, pelvic pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: most of the pain has resolved but I still suffer from occasional discomfort where the coils were located. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporters were added. Lab test was added. Lot no. Was added. Patient demographic was added. New events- pain with intercourse, spotting after intercourse, pelvic pain, irregular periods, heavy bleeding, cramping, urinary tract infections were added & one event was updated from medical device removal to uterine perforations. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.